Event description:
It is reported that the customer had high blood glucose levels of 565 mg/dl. The customer treated with manual insulin injections. The customer reported receiving numerous no delivery alarms for a couple of months prior to the event. Troubleshooting was done. The customer was advised that the no delivery alarm from the insulin pump appears to be caused by a set/reservoir occlusion. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.